Manufacturer narrative:
(B) (4). (B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during stent postdilatation in the left superficial femoral artery, the fox sv balloon ruptured at 10 atmospheres during the first inflation. Postdilatation was completed using another fox sv. There was no adverse pt effect. No additional info was provided.